Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing or design failure. A potential contributing factor includes the guidewire being pulled back against the needle and tortuous patient anatomy. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number instructs the user ti withdraw the needling while leaving the guidewire in place. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, on july 7, 2015, a patient of unknown age and gender presented for an unknown procedure. The treating resident was performing a procedure through the patient's jugular vein & experienced difficulty advancing the guidewire. It was attempted several times with no results. The resident removed the guidewire, at which time, it was noted the guidewire had unraveled inside of the patient. A piece of the guidewire remained inside of the patient. The remaining fractured piece was successfully removed in a follow-up procedure. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.